Manufacturer narrative:
Batch review performed on 19 july 2024: lot 162639: (B)(4) items manufactured and released on 18-july-2016. Expiration date: 2021-07-07. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 7 years 7 months after the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon upsized the poly and surgery was completed successfully.